Event description:
It was reported that nine days after a drug eluting stenting treatment procedure, the pt was readmitted for a possible allergic reaction. The physician successfully placed a taxus express2 8.8% 3.0 mm x 16 mm stent and the pt was later discharged to home. Nine days post stenting, the pt presented to another facility with swelling and a rash on their forearms and thighs. The pt also complained of difficulty swallowing. The pt was on plavix four weeks prior to the stenting, so the physician does not think it was related to plavix. He does not believe there were any other medication changes made to the pt's regimen. As of a conversation with the physician in 2004, the pt is doing well. The pt is taking steroids and antihistamines for the inflammation. The pt continues taking plavix. The physician did not have any additional information.